Manufacturer narrative:
Investigation is pending the return of the device.

Event description:
User reported that the bobbin on the pump is stripped and would not maintain a locked position. There was no patient harm.

Manufacturer narrative:
Customer followed up with spectrum medical, retracting the reported event, stating that the unit no longer required servicing and the bobbins remain locked as expected. Therefore, there is no malfunction related to this device.

Event description:
User reported that the bobbin on the pump is stripped and would not maintain a locked position. There was no patient harm.

Manufacturer narrative:
Investigation is pending the return of the device.

Event description:
User reported that the bobbin on the pump is stripped and would not maintain a locked position. There was no patient harm.